Event description:
It was reported that during a primary stent procedure (contrary to IFU) in a proximal sva, at 16 atm some wasting was apparent. As the stent delivery system (sds) was being deflated, it was noted that it only deflated a small amount after several times of pulling negative. The sds was removed partially inflated, however, there were no patient effects.